Event description:
Additional information received reported that the patient had their device removed because the ¿battery died.¿ it was noted that the patient had a major infection with her hip replacement and had to have her leg amputated and was not able to charge regularly. It was noted that this occurred about a year or year and a half prior to the date of the report. Please refer to manufactures report # 3004209178-2013-16508 for additional information on a related event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 277780001, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient would be getting a new implant within a month of the report. It was stated that one year prior to the report the ins (implantable neurostimulator) stopped working right before having the leg amputated. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.